Event description:
It was reported on (B)(6) 2025 the part below from a prism came off during a bronch. No negative impact in state of health reported. The pieces were retrieved and checked for completeness.

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturing site for investigation. In the event the device returns and relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. Since no detailed error description and no lot code are available, it is not possible to perform a device history review. Investigation was performed based on the event description and pictures provided by the customer. According to the customer's description, parts of the prism headlight fell off during an intervention. This can be confirmed based on the images provided to us showing the fallen components. After comparing the individual parts visible in the customer's image with our 3d drawing, we can assume that all parts are present. The components are the latch with screw, pressure spring, and threaded pin. It is possible that the threaded pin came loose during use and clinical preparation, causing the individual components of the parts to fall off. We cannot determine whether this is a user error or a manufacturing defect, as the item has not been returned to us for closer inspection. The complaint history review did not reveal any similar complaints. No further action will be taken. This event is filed under internal complaint ID 20253000222_981085.